Event description:
It was reported that the pump was not detecting cassette, and battery compartment/downstream occlusion damaged. The event occurred during testing, there was no delay in therapy, and no patient involvement.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed, a downstream occlusion (dso) seal bubble, lcd lens scratched, upstream occlusion (uso) seal damaged and battery door crack. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined, to be a bad latch lock flex. The latch lock flex was replaced. Service history review identified there was no indication, that the complaint was related to a service of the device within the review period.